Event description:
The customer reported that the canopy has zipper damage but couldn't specify what panel. There was no pt injury reported.

Manufacturer narrative:
Zipper damage, labeled. Eval results: eval of the returned product shows that on the large window a and on the large window b the zippers slider body is open. The large window b has a two foot tear in the netting.